Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. No product was returned for eval. A batch record review for this lot was performed. No discrepancies or nonconformances were noted in these batch records related to the complaint reported. Visual inspection of retained samples noted normal appearance. All samples met the required specs. Therefore, based upon the evidence provided, this complaint is not confirmed.

Event description:
It was reported that while being treated for venous stasis ulcers, the pt developed blistering under the entire border of the adhesion dressing. Use of the dressing was immediately discontinued. The affected area has since healed. No further pt complications were reported.